Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced severe low blood glucose on (B)(6) 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as feeling faint. The customer was wearing the insulin pump during the incident. The customer stated their pump had alerted them that delivery was suspended, but they believe the pump kept administering insulin during the suspend. The customer reported erratic sensor readings and broken belt clips. Troubleshooting was completed and the pump passed a self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0867 inches. Installed a water filled reservoir, primed insulin pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).